Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had post-reset ram crc alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states the metal piece came off and customer was replacing the battery. Customer reports they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer reports the insulin pump was neither stored nor without a battery for more than 8 hours. Customer states the alarm occurred immediately after a battery change. Customer states the insulin pump error had occurred more than once after a battery change. The device will not be returned for analysis.